Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the clip opened quickly (jumped). If this were to reoccur in the anatomy, there is potential for the jumping clip to dislodge a previously implanted clip or cause tissue damage. It was reported that during preparation of the clip delivery system (cds), the clip was attempted to be opened; however, there was a lot of difficulty. A click was heard and the clip opened. The clip was closed and attempted to be opened again but there was difficulty and the click was heard. The lock lever was retracted past the blue line with the arm positioner in neutral. An attempt was made to retract and advance the lock lever several times to release any tension. The lock lever was retracted further and the arm positioner was turned further in the closed direction before turning in the open direction. Troubleshooting was successful and the clip opened but not properly. The clip opened fast. This occurred multiple times during preparation, therefore, the cds was not used and there was no patient involvement. There was no clinically significant delay in the intended procedure. Another cds was used in the procedure. No additional information regarding the cds was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported noise and difficulty opening the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial report filed, the following information was received: there was no tension noted when attempting to open the clip. After troubleshooting, the clip jumped open. No additional information was provided.